Event description:
It was reported that during implant, the physician had difficulty connecting the lead to the pulse generator header. The physician used force and silicone oil and was able to secure the lead. The device electrical measurements were checked and were within range. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.